Event description:
The customer called and reported her insulin pump threshold suspended, based upon low sensor readings. The customer stated this occurred first a couple months before the time of the report and the second time was on (B)(6) 2015. The customer did not believe her blood glucose was low and when she finally checked it, her blood glucose was 500 mg/dl. She also received calibration errors. At time of this report, customer's blood glucose was 400 mg/dl. The customer stated the threshold suspend limit was set at 60 mg/dl. Insertion and calibration techniques were discussed. Customer was advised the sensors would be replaced and but did not agree to return the products for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.